Event description:
An 8 x 80mm smart control nitinol stent did not deploy properly. Deployment of an 8 x 80mm smart stent was attempted in the right external iliac location of a 80% stenosis, highly calcified, not tortuous lesion. The initial 40mm of stent deployed properly, then as the rest of the stent would not deploy; it folded in on itself. The proximal 10mm deployed properly. The product was prepped according to the instructions for use and no obvious defects were noted before use. The stent was advanced over a wire. After initial stent deployment, another smart stent was used to cover the original lesion which was missed due to the invagination of the first stent. That stent deployed without incident. The vessel remained patent immediately after deployment, and no further patient injury was reported. Upon removal of the delivery system of the initial stent, no obvious defects were noted.

Manufacturer narrative:
An 8 x 80mm smart control nitinol stent did not deploy properly. Deployment of an 8 x 80mm smart stent was attempted in the right external iliac location of an 80% stenosed, highly calcified, non tortuous lesion. The initial 40mm of stent deployed properly, then as the rest of the stent would not deploy; it folded in on itself. The proximal 10mm deployed properly. The product was prepped according to the instructions for use and no obvious defects were noted before use. The stent was advanced over a wire. After initial stent deployment, another smart stent was used to cover the original lesion which was missed due to the invagination of the first stent. The second stent deployed without incident. The vessel remained patent immediately after deployment and no patient injury was reported. Upon removal of the delivery system of the initial stent, no obvious defects were noted. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14138916 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available, and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
A .035 glidewire was used during the index procedure.additional information will be submitted upon 30 days of receipt.